Event description:
The patient stated that the heart monitor leads shocked her. The leads were changed and no further issues were noted with the new leads. It is unknown whether the problem was with the electrode pad or the wire. There was no injury to the patient.====================== health professional's impression======================unknown as to why and how the lead shocked the patient.